Event description:
It was reported that stent deformation occurred. The 90% stenosed lesion with a distal vessel diameter of 2.0mm was located in the mildly calcified and severely tortuous distal left anterior descending artery. After a non bsc guide wire crossed the lesion, the lesion was visualized with an opticross imaging catheter. A non bsc balloon catheter was selected for predilation but was unable to achieve full dilation of the lesion. A 2.25x16mm promus element plus stent was used to treat the lesion. As the lesion was not fully pre-dilated, the stent delivery system had difficulty inflating the stent. The stent was successfully deployed at 12 atmospheres. A non bsc balloon catheter was then selected for post-dilation but was unable to cross the lesion. Subsequently, an additional non bsc guide wire and guide catheter was advanced but could not cross the lesion and the non bsc guide catheter came into contact with the stent and the stent was deformed. Post dilation was performed with an unknown balloon catheter. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent was detached/ deployed from the balloon and was not returned. The balloon was partially inflated. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent deformation occurred. The 90% stenosed lesion with a distal vessel diameter of 2.0mm was located in the mildly calcified and severely tortuous distal left anterior descending artery. After a non bsc guide wire crossed the lesion, the lesion was visualized with an opticross imaging catheter. A non bsc balloon catheter was selected for predilation but was unable to achieve full dilation of the lesion. A 2.25x16mm promus element¿ plus stent was used to treat the lesion. As the lesion was not fully pre-dilated, the stent delivery system had difficulty inflating the stent. The stent was successfully deployed at 12 atmospheres. A non bsc balloon catheter was then selected for post-dilation but was unable to cross the lesion. Subsequently, an additional non bsc guide wire and guide catheter was advanced but could not cross the lesion and the non bsc guide catheter came into contact with the stent and the stent was deformed. Post dilation was performed with an unknown balloon catheter. No further patient complications were reported and the patient's status is good.